Event description:
It was reported that the insulin pump had missing segment and partial display. Customer's blood glucose was 220 mg/dl. Customer stated the screen was partially covered with black lines. Troubleshooting was done. Customer unable to read the right side of the screen. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding display glass, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube and tube lip, cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.